Event description:
It was reported that during a meal announcement and site change, the patient observed insulin leaking and bubbles at the connector, and a full supply change was performed with insulin delivery subsequently resumed; the connector lot number was provided. Investigation of this case revealed connector leakage consistent with a device component issue at the connector. No reported adverse clinical effects. Outcomes included resolution after supply replacement and continued therapy without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and component performance interaction leading to leakage.